Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent resume pump alarms. Tandem customer technical support (cts) review the pump t:connect data and it was found that the cartridge logs confirmed that all instances of stopped insulin delivery were preceded by a successful unlock of the pump which indicated that the user was interacting with the pump and may have inadvertently stopped insulin delivery. The customer disagreed and stated that she did not stop insulin delivery. Cts advised the customer to call if the alarm reoccurs. The customer's blood glucose (bg) was as high as 200 mg/dl and a correction bolus was delivered to address the bg level.